Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated, that he has been hospitalized or treated by paramedics due to low blood glucose levels four times in the past month. The customer stated, that the day prior to the phone call he had a blood glucose reading of 27 mg/dl. The customer stated, that paramedics were called and he was treated at the scene. Troubleshooting was performed and the programming on the insulin pump was correct. The customer stated, that his doctor had reduced his settings a week prior to the last event, but the low blood glucose levels have persisted. The customer also stated that he had an MRI exam prior to the episodes of low blood glucose levels, and that he was not sure if he was wearing the pump at the time of the exam. The insulin pump passed the displacement test. Nothing further was reported.